Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2012, a coronary artery bypass graft and aortic valve replacement were performed and this 25 mm sjm trifecta valve was implanted. On (B)(6) 2017, tte/tee revealed the ejection fraction (ef) was 60% and severe bioprosthetic transvalvular aortic regurgitation (ar). There were no paravalvular ar or vegetations and all initial and repeat blood cultures were negative. On (B)(6) 2017, a tavr was performed and a 26 mm sapien xt s3 valve was implanted with a good result. No residual ar was noted. The patient was reported to be in stable condition.